Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Event description:
It was reported that, during reprocessing, the videoscope tested positive for 30-40 colony forming units (cfus) of klebsiella pneumoniae and escherichia coli. Biopsy and irrigation channels were sampled. The device was retested on (B)(6) 2024, and it tested positive for 1 cfu of peribacillus simplex and 1 cfu of bacillus subtilis. Biopsy channel was sampled. The device was also retested on (B)(6) 2024, and it tested positive for an unspecified amount of staphylococcus warneri cfus. Biopsy channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found there was foreign material in the air/water and instrument channels. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 11, 2024. Sampling from: air/water channel. Cfu: 1. Bacterial identification: paracoccus yeeii. Sampling date: dec 2, 2024 sampling from: air/water channel, cfu: 2, bacterial identification: micrococcus endophyticus and staphylococcus epidermidis. Sampling date: dec 2, 2024, sampling from: auxiliary water channel, cfu: 2, bacterial identification: micrococcus endophyticus. Sampling date: feb 21, 2025, sampling from: air/water channel, cfu: 1, bacterial identification: paracoccus yeeii. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing and when olympus completed culture testing before repair. When olympus culture tested after reprocessing in accordance with the instructions for use (IFU) after repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The foreign material can be detected/prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information reported by the customer.